Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3 889-28, lot# v589288, implanted: (B)(6) 2011, product type: lead. (B)(4).

Event description:
Additional information received noted that the patient was having concerns regarding their device or therapy but was working with their physician or the manufacturer's representative. Appointment date was noted as 2015-(B)(6).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received noted that is was unknown if the manufacturer's system was affected by emi (electromagnetic interference). It was unknown if the device had por (power on reset). Actions taken: (B)(6) 2012 reprogramming done and ua positive for uti (urinary tract infection) (see manufacturer's report # 3004209178-2015-01275). (B)(6) 2013 reprogramming done. The patient was recovered without permanent impairment.

Event description:
It was reported that in (B)(6) 2012 the patient passed through security and their implantable neurostimulator (ins) was inadvertently shut off. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.